Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, the device was found to be in backup vvi mode. A device download was performed successfully, and the device remains implanted.